Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, leaking at the bottom of the tubing. The leak appeared to originate from the base of the chamber, though the exact source was difficult to determine.